Event description:
It was reported that the right ventricular (rv) lead exhibited increased and high thresholds, and reprogramming was necessary to increase the pacing outputs. The rv lead remains in use. No patient complications have been reported as a result of this event.